Manufacturer narrative:
(B)(4). Visual inspection of the returned item # 42527000505, lot # 64716625 found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during surgery prior to trialing the knee. There was no consequences or impact to the patient.